Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the left ventricular (lv) lead. As a result, the lv lead was capped and replaced. The cause of the loc remains unknown. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.